Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported repeated alert 32 restart alarms on the ilet device. The device restarted multiple times, but bg was unaffected. The user was advised to attempt a dry run and call back if unable to proceed. No clinical effects or hospitalization were reported.